Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported cleaning tube pin damage issue could not be determined, however, it is likely that the issue was the result of a damaged cleaning tube lock lever due to an external load/applied force in the wrong direction during user handling/user handling. The event can be detected/prevented by following the instructions for use which state: maj-2111 instruction 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Oer-pro operation manual chapter 4 reprocessing operations 3. A jet of fluid exits the hole on the connecting tube during reprocessing. Make sure that the fluid hits the lid (i.e., the air/water supply channels are not clogged or abnormal). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the connecting tube pins were broken. The issue was found during reprocessing. There were no issues noted during inspection for use. There were no reports of patient harm. Related patient identifiers of (B)(6) are related to this.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that external stress was applied to connecting tube, which led to breakage of the lock lever. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress. Olympus will continue to monitor field performance for this device.